Manufacturer narrative:
Device (B)(4) relates to (B)(4) for the reported event of tip detachment. Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device revealed that the tip of the guidewire was damaged, revealing the tip of the corewire. There was no damage noted to the ptfe jacket or corewire, however remnants of adhesive were found indicating that the pebax was properly attached to the corewire. It is important to mention that the event happened during the procedure and there is no alleged damage in the wire prior to its insertion. It is possible that unstated procedure and possibly clinical factors may have contributed to the distal tip damage, including but not limited to interaction with other devices, handling of the device and condition of the treated lesion. Additionally the remnants of adhesive found indicate that the pebax was properly attached to the corewire therefore, "operational context" is the most probable root cause for this incident. A labeling review was performed and no anomaly was found. A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during the placement of a plastic prosthesis on (B)(6), 2011. According to the complaint, following the procedure the nurse noticed that the tip of the guidewire was bent and the hydrophilic coating had detached. The tip had detached in the pancreas and the physician was unable to retrieve it. The procedure was completed with this device with no patient complications. The patient's condition has been described as "stable."

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during the placement of a plastic prosthesis on (B)(6) 2011. According to the complaint, following the procedure the nurse noticed that the tip of the guidewire was bent and the hydrophilic coating had detached. The tip had detached in the pancreas and the physician was unable to retrieve it. The procedure was completed with this device with no patient complications. The patient's condition has been described as "stable."